Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was inconclusive due to poor sample condition. One 5 fr microez microintroducer was returned for evaluation. The microintroducer was returned with a cloth within a plastic bag. A product label was attached to the plastic bag and contained lot: redz2761. The plastic protective cover was present over the microintroducer shaft. The components were removed and inspected. The foreign material was not found on the microintroducer. The material may have been dislodged prior to or after return of the sample for evaluation. Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redz2761 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the sheath was attempted to be used, it was found that hair was attached on the sheath. It was further reported that another device was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz2761 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the sheath was attempted to be used, it was found that hair was attached on the sheath. It was further reported that another device was used to complete the procedure. There was no reported patient involvement.